Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during the first inflation at the below nominal pressure, the balloon immediately ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.